Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken battery tube threads, cracked belt clip slot, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 8.4 mmol/l. The customer states that the pump case was crack. The customer was advised the pump will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.